Event description:
It was reported that the morning after the implant of the left ventricular (lv) lead, right atrial (ra) lead, and left bundle branch lead, the patient complaint of chest pain and shortness of breath. An echocardiogram was performed and showed pericardial effusion. It was noted that the patient¿s blood pressure was low and pericardiocentesis was attempted without success. The patient was then taken to surgery for a pericardial window to drain the effusion. It is unknown what caused the effusion. The leads remain in use. No further patient complications have been reported as a result of this event. It was additionally reported that the patient experienced discomfort and cardiac tamponade.

Manufacturer narrative:
Correction: b1; b5; h6: patient codes (ime/annex e); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the morning after the implant of the left ventricular (lv) lead, right atrial (ra) lead, and left bundle branch lead, the patient complaint of chest pain and shortness of breath. An echocardiogram was performed and showed pericardial effusion. It was noted that the patient¿s blood pressure was low and pericardiocentesis was attempted without success. The patient was then taken to surgery for a pericardial window to drain the effusion. It is unknown what caused the effusion. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.